Event description:
Customer stated "when itime or tidal volume button was pressed to adjust either of those settings (shortly after power up), the ventilator would shut down. Inop alarm would sound, led lights".